Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from unicel dxc 600i access 2 immunoassay system. There was no report of injury, and the customer did not seek or need medical attention.

Manufacturer narrative:
The customer obtained vacuum over limit errors. The customer attempted to troubleshoot with bci hotline when they noticed that fluid was leaking into the bottom of the instrument. The customer noted to customer technical support (cts) that there was no leakage outside of the instrument and there was no exposure to the spilled fluid as the proper ppe was worn during cleanup. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) discovered that the wash tower vacuum valve was failing. The fse disassembled and cleaned the valve. The fse flushed the vacuum system, primed the instrument and performed a vacuum test. All results were within instrument specifications. The fse then performed assay qc, and all results passed within the established ranges. Hardware was the root cause for this event.